Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported they confirmed the implantable neurostimulator (ins) was explanted. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was still having pain when the implant was on or off. The patient's stimulation was off, and patient services assisted the patient in turning it on. When the patients stimulation was turned on, the patient felt the stimulation was too high, so they were assisted in turning the stimulation down to 1.0. The caller reported that the patient felt stimulation comfortably in the bicycle seat area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that for the last 2-3 months, the patient had been experiencing extreme pain with their device. It was noted that all the pressure and pain was coming where the device was implanted in the ¿right cheek¿. At the time of the report, the device was off and had been turned off for a week; before the patient turned off the device, their inner thigh and all around their hip was like a ¿charlie horse¿ and a hundred times worse and it still was with the device off. The patient saw their healthcare provider (hcp) the other day and they decided to have the device removed on (B)(6) 2017. No further complications were reported/anticipated.